Event description:
Customer reported an issue with touchscreen responsiveness, noting that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, and the customer was able to interact with the pump screen afterward.